Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure because the lens initially implanted was the wrong power. No patient complications were reported. No further information was provided.